Event description:
During failure investigation on a returned n-550 unit for a unit error, a different problem for the speaker with distorted audio was determined the unit did produce an alarm sound. The fault was isolated to the speaker; the speaker membrane had been damaged while the unit was with the customer.